Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). E1 telephone number: (B)(6). G2 foreign: south africa. Evaluation and investigation are in process. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that during surgery, dermatome and masher were not working properly, the machine would not increase and reach the required speed and the masher was not meshing the skin properly. There was a patient involved but no injury, impact, or delay reported. Due diligence information in process. No additional information available at this time.

Event description:
No additional information is available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Review of the most recent repair record determined the motor was corroded and had unstable speed, the reciprocation arm was worn and the unit was out of calibration; however, the repair was not completed per the customer's instructions. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.